Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, there was moisture found within the battery compartment. A leak test failed indicating a battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. Unrelated to the original complaint, the battery compartment was found to be cracked. The returned battery cap was found to be damaged with stripped and torn threads. The cap was unable to be attached to the pump. A test cap was used for perform the investigation. This report is made under the requirements of the medical device reporting regulations

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.